Manufacturer narrative:
The pump passed the displacement test and self test. No stuck button alarm noted during the testing. Successfully downloaded history files and traces using thus. Pump error 61 (stuck key alarm) was recorded in the formatted history file on: 04/08/2023 09:03:53.000, 04/08/2023 09:22:06.000, 04/08/2023 09:34:56.000, 04/08/2023 09:49:43.000. 04/08/2023 09:59:01.000. 04/08/2023 10:29:38.000, 04/08/2023 10:39:00.000, 04/08/2023 10:47:05.000, 04/08/2023 10:57:00.000. 04/08/2023 11:06:25.000, 04/08/2023 11:16:01.000, 04/08/2023 11:16:22.000, 04/08/2023 11:17:19.000. 04/08/2023 11:23:18.000, 04/08/2023 11:37:24.000, 04/08/2023 11:47:00.000. 04/08/2023 12:08:32.000, 04/08/2023 12:18:00.000, 04/08/2023 12:26:37.000, 04/08/2023 12:36:00.000. 04/08/2023 13:11:39.000, 04/08/2023 13:17:45.000, 04/08/2023 13:20:58.000, 04/08/2023 13:26:12.000. 04/08/2023 14:12:27.000. All buttons function properly. The keypad overlay was peeled off and found a corroded keypad traces. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file due to a corroded keypad traces. Please see below for pump errors/alarms noted 2 days prior to the event date 08-apr-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 04/08/2023 16:25:00.000, 04/08/2023 16:35:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted. Insert battery alarm was recorded and found in the formatted history file on: 04/08/2023 11:30:18.000, 04/08/2023 11:31:14.000, 04/08/2023 13:01:15.000, 04/08/2023 13:18:22.000, 04/08/2023 13:19:21.000, 04/08/2023 16:35:26.000, 04/08/2023 16:45:00.000, 04/08/2023 16:57:20.000, 04/08/2023 16:59:17.000, 04/08/2023 16:59:17.000, 04/08/2023 17:09:00.000. Power loss alarm was recorded and found in the formatted history file on: 04/08/2023 17:10:51.000, 04/08/2023 17:11:03.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 04/08/2023 11:30:39.000. Pump error 23 alarm was recorded and found in the formatted history file on: 04/08/2023 16:46:04.000, 04/08/2023 16:56:00.000, 04/08/2023 17:10:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm noted 2 days prior to the event date 08-apr-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Pump/transmitter communication anomaly was not confirmed. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file due to a corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump stuck button alert and the pump was not compatible with the transmitter. Troubleshooting was performed. The customer received a stuck button alarm. The customer did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.